Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) daily, and it was taking longer to charge. It was also noted that the patient had inadequate pain relief. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The explanted device was discarded by the medical facility. There were no reported complications postoperatively.